Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a patient who did not wear a mask and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique described as the patient did not wear a mask, occurred. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. On an unreported date in (B)(6) 2011, the patient began remedial treatment with invanz. It was unknown if the event of peritonitis had resolved. It was not reported if the event of the patient did not wear a mask had resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of the patient did not wear a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.